Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a bacteremia methicillin-resistant staphylococcus aureus (mrsa) infection. The implantable pulse generator (ipg) system was explanted and replaced with a leadles ipg six days later. No further patient complications have been reported as a result of this event.